Event description:
It was reported that the patient presented to the emergency department with chest pain and the sensation of a collapsed lung, which she has had previously. Right ventricular (rv) lead dislodgement and perforation were suspected, and x-ray imaging was performed. Loss of capture was seen, even at high pacing outputs. Subsequently, the patient underwent a revision procedure and the rv lead was repositioned. No additional adverse patient effects were reported.